Event description:
It was reported that the patient had high impedances on the leads and lead migration which was confirmed through imaging. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: 21339997. Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI) #: (B)(4).